Manufacturer narrative:
B5: upon follow up it was reported the day after the peritonitis diagnosis, the patient was treated with vancomycin (1g every second day, for 27 days) and gentamicin (40 mg, every 2nd day for 35 days). Twenty-eight days after diagnosis, the patient was recovered. Should additional relevant information become available, a supplemental report will be submitted. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set was leaking from the twist clamp which resulted in the patient experiencing peritonitis. It was not reported if the patient was hospitalized for the event or if the patient was treated for the peritonitis. At the time of this report, it was not reported if the patient had recovered from the peritonitis event. The action taken with peritoneal dialysis therapy was not reported. No additional information is available.